Manufacturer narrative:
The accutrend plus meter serial number was (B)(6). Based on the investigation results, the test strips worked as specified. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of discrepant results for 1 patient testing for accutrend cholesterol (cholesterol) on an accutrend plus (mg/dl) meter. The initial result was 267 mg/dl. The result using a different finger within 5 minutes was 160 mg/dl.

Manufacturer narrative:
Qc was acceptable. The test strips were received for investigation. The returned test strips and retention test strips were tested with high and low-level control solutions on retention meters. The reporter's returned test strips : low qc range (178 - 226 mg/dl) : qc 1: 199 mg/dl, qc 2: 205 mg/dl, qc 3: 202 mg/dl. High qc range (236 - 298 mg/dl) : qc 1: 260 mg/dl, qc 2: 262 mg/dl, qc 3: 265 mg/dl. Retention test strips : low qc range (178 - 226 mg/dl) . Qc 1: 195 mg/dl, qc 2: 202 mg/dl, qc 3: 200 mg/dl. High qc range (236 - 298 mg/dl) : qc 1: 266 mg/dl, qc 2: 275 mg/dl, qc 3: 270 mg/dl. The results were acceptable. The investigation is ongoing.